Manufacturer narrative:
No button error alarm or battery out limit alarm noted. Unit had no button response due to corroded keypad traces. Unable to perform the displacement test or test the operating currents due to no button response. Unit had a scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 137 mg/dl. Troubleshooting was performed. The device was returned for analysis.